Event description:
The customer reported that 2 ml of clear fluid leaked from the lh750 while running samples. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) observed fluid coming out of the pierce end of the needle bellows during cycle. Inspection of needle showed severe wear on both upper and lower sections by the openings. He replaced the needle and the fluid leak stopped. Upon recur, the failure mode identified is likely to cause carryover that can impact all parameters during sample analysis. (B)(4).